Manufacturer narrative:
The ge service representative performed an on-site investigation. The hardware was formatted and the software was reloaded. The system was tested and was found to be working as intended and put back into service.

Event description:
The customer reported that the system would not save images or saved them under the wrong patient name. No patient injury was reported.